Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process after the typical amount of units had been delivered. Customer was eventually able to complete the load process with the existing supplies. There was no reported impact to customer's blood glucose level.